Event description:
It was reported that at a routine follow up visit it was noted that the sensing integrity counter (sic) had been incrementing for about six months. There were no oversensed events noted during the interrogation; however, pocket manipulation elicited two isolated oversensed beats that looked like a premature ventricular contraction but had a truncated morphology. It was unable to be determined if there was a possible set screw issue of the implantable pulse generator (ipg) or a right ventricular (rv) lead issue. The ipg and rv lead will be monitored and remain in use. No patient complications have been reported as a result of this event.